Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.

Event description:
It was reported that bd iag bc pro global defective catheter break. The following information was provided by the initial reporter: description of the facts: this morning in hdj dermato / allergo, during the installation of the catheter of several patients, discovered several defective catheters (2 pink and 1 blue) including 1 catheter which broke in the arm of the patient where I managed to remove everything. Pain/discomfort for the patient precautionary measures and actions taken: dm not available for expert appraisal. You mentioned that several patients were affected, could you confirm the number of patients affected and provide us with the date of the events. This concerns only 1 catheter, and the incident occurred on (B)(6) 2025. The last reported incident is referenced 381023. This is to find out if the catheters are defective or if they have been broken after they have been placed. Could you provide us with the date of the most recent incident? The most recent incident occurred on (B)(6) 2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. One complaint filed addressing two different devices. It is not clear which device broke/separated, so both complaints provide the information conservatively. See related report #. At this time customer has not replied to request for clarification.